Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the plastic bullet on the dissection tip of the vasoview hemopro endoscopic vessel harvesting system broke during vein harvest. The piece broke off outside the pt's leg. A new kit was used to complete the procedure. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. A visual inspection revealed that the dissection tip was received with the conical tip detached. The tip formed a complete assembly. There was some adhesive visible on the connecting surfaces. There was some evidence of blood. Based upon the visual observations, the reported complaint for "dissection tip nose detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).